Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent continu-flo solution set was leaking between the spike and drip chamber. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection showed that the tubing had pulled out of the drip chamber inlet port. Closer visual inspection under a microscope showed that, there is no solvent plow ridge on the tubing end. The reported condition was verified. The assignable cause was undetermined. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.